Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus due to wear on retractor band cables. A field service engineer replaced retractor bands to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer 5-1 and 5-2 were not detected on bus and prevented the user from accessing medications. The customer mentioned that there was a 15 minutes delay in patient care to retrieve the critical medication. The delayed medication was colchicine. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer 5-1 and 5-2 were not detected on bus and prevented the user from accessing medications. The customer mentioned that there was a 15-minute delay in patient care to retrieve the critical medication. The delayed medication was colchicine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus due to wear on retractor band cables. The field service engineer replaced both retractor bands and booted the system to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.